Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. During the time of the event the patient was in mexico where she had become sick and was having diarrhea and vomiting because of this. The day of the event the patient had an unspecified low cgm reading, and self-treated with eating some honey. After this the patient felt a bit tired and went to the emergency room by herself. At the hospital, when a fingerstick was taken and the cgm was reading low, and the blood glucose reading was reading 22.0 mmol/l. The patient was treated with intravenous saline treatment. It is unknown how much time the patient spent a total of 1 day in the hospital and at the time of the report the patient was stable, and even though she stated she was still feeling a bit bad, this was related to a bug the patient had, and not to the inaccuracy. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.